Manufacturer narrative:
Updated data: d1. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: medtronic dcs; product type: delivery catheter system; medtronic cls; product lot/serial number unknown; product type: compression loading system; updated data: b3, b5, d6a, d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the permanent pacemaker was implanted 2 days following the medtronic transcatheter valve implant procedure. The event resolved with sequelae the date of the pacemaker implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, the patient developed complete heart block (chb) requiring backup pacing 60 bpm via the temporary pacer. Following the implant, an electrocardiogram showed sinus rhythm of 76 bpm with chb, ventricular pacing 60 bpm. An unspecified intravenous medication was administered. Three days later, a permanent pacemaker was implanted. Per the physician, there was a causal relationship to the valve and possible relationship to the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number(B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a updated data: a1, d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.